Event description:
It was reported that after inserting the coagulation suction tube into the trocar, the surgeon noticed that the tip was missing. The tip was found inside the patient at the site of the trocar. The waiting time also prolonged the anesthesia. The procedure was completed without any injury to patient, and the delay was 10 mins. Since additional search was required to look for missing tip, this case is reportable.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).